Manufacturer narrative:
Corrected data: f10,h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Evaluation summary: the report of calcification, pannus, and tears were confirmed. Report of regurgitation was visually confirmed due to leaflet tears. Report of stenosis could not be confirmed through visual observations. X-ray demonstrated heavy calcification on leaflet 1, minimal to moderate calcification on leaflets 2 and 3, and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspect. All three leaflets had a slimy and elastic-like texture, especially leaflet 2. Leaflet 1 had two tears of approximately 8mm near commissure 1, and 11mm near commissure 2; calcification was evident at both tear regions. Leaflet 3 had non-transmural damage of approximately 2mmx1mm near the free margin and commissure 1. The leaflet damage was beveled at the inflow aspect, and appeared to be due to the contact with the extrinsic calcification on leaflet 1. The sewing ring was cut around leaflet 1 and exposed the wireform/bands. Additional manufacturer narrative: calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. It has been determined that this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration and nonstructural valve dysfunction. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a bioprosthetic aortic valve was explanted after an implant duration of 7 years and 11 months due to calcific degeneration leading to severe aortic regurgitation and mild aortic stenosis. During explant, a tear in the non-coronary cusp and pannus were found. There was no perivalvular leak and no vegetation. Redo-avr and CABG was performed. The patient was noted as to be hospitalized in stable condition after the procedure.

Manufacturer narrative:
This implant duration of this valve was 5 years and 11 months.